Manufacturer narrative:
The evaluation was completed on (date) results are as below: pump received with complaint stating pump was under infusing and also was missing a pole clamp. Pump was tested with the following protocols: flow rate test: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Visual test: visually check pump for (reported damage). Fail pump if reported damage is seen. Pump failed flow rate test #1 due to constant air-in-line alarms while infusing and the battery was extremely low causing the pump to power off. The air-in-line sensor and battery were replaced in the pump and the pump was retested, passing the flow rate test with a deviation of -4.29% which is in spec. Pump also failed visual test due to pump not having pole clamp. Issue found. Pole clamp was added. Issue found. Pump retested to spec.

Event description:
A patient reported that a pump was under delivering medication and was missing the pole clamp.